Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the descending colon to treat an adenoma carcinoma of descending colon during a colonoscopy procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed. However, after the rush of fluid and fecal matter out of the stricture they did not see the stent protruding from the stricture. The stent was deployed too deep, and it was deployed on a partial part of the stricture. The stent was attempted to be repositioned, but the stricture was too tight as the tumor was too big that a foreign body retriever could not be inserted. The stent remains implanted, and the procedure was completed using another wallflex colonic stent. There were no patient complications reported as a result of this event.